Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screws are stripped out and will not hold impacter together.

Manufacturer narrative:
Additional narrative: examination of the returned sp2 femoral impactor confirmed the two pieces of the instrument are loose. Further examination finds the hex tops are stripped, and the overall condition of the components suggests heavy usage. The root cause is attributed to product wear out. Based on product wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.